Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Exact root cause is not determined as no logs provided for investigation after vyaire technical support (ts) advised to perform 2p calibration. It is most likely that the issue is due to user fault as neither further communication received nor further failure reported with this unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000e us had an alarm 271 - no o2 dosing possible. Furthermore, was no patient involvement associated with this event.